Event description:
Customer reported receiving multiple no delivery alarms on the insulin pump and stated that their blood glucose readings have been high. It was noted that the customer went back on the old insulin pump which had a motor error alarm. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.